Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor memorygel 400cc silicone breast implants which the left side ruptured after implantation. Patient had complication unrelated to implants (not specified) and a full body cat scan confirmed left rupture on (B)(6) 2020. Patient mentioned weight gain and general unhappiness with implants the issue of rupture confirmed by the physician. As a result patient had the device removed on (B)(6) 2020. This report is for the right side.

Manufacturer narrative:
On (B)(6) 2020, additional information received, indicated that patient underwent bilateral removal and replacement with 250cc moderate plus implants and a mastopexy. This report is for the right side. Manufacturer¿s reference number: (B)(4).